Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per tm: sr 8 system dyayac007 has a major delay in the image. System currently running 1.0.2 software. Tm to be at facility later this month and will inform fa imaging on what they decide to do. On (B)(6) 2017: software updated to version 1.0.3. It was reported by the sales rep that after the update the image was delayed by two seconds. The system was rebooted at the error seemed to clear. While troubleshooting with fa the tm changed the filters and didn't notice a delay.